Manufacturer narrative:
Additional information b5, h6.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted 6 months ago. At the 6 week follow up appointment, the physician was unable to activate the device. The surgeon realized after troubleshooting the pump, that it was empty. A hole in the balloon was found leading to fluid loss. The patient had the artificial urinary sphincter balloon component removed and a new balloon implanted on the right side.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted 6 months ago. At the 6 week follow up appointment, the physician was unable to activate the device. The patient had the artificial urinary sphincter balloon component removed and a new balloon implanted on the right side.